Event description:
Reportedly, the anvil did not tilt after the anastomosis was completed and it was impossible to remove the instrument. The surgeon performed a lower resection, increasing the operating time by 2 hours. The second anastomosis was done with suture. Procedure: low anterior resection.